Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during initial implant while extending the helix, the lead body kept twisting. The physician felt that the lead didn't feel right, despite multiple attempts, so the lead was not used and a different lead successfully implanted. The patient remained stable post-procedure.